Manufacturer narrative:
The device was returned and the evaluation states that the tubing is broken at the center hole. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The backrest has cracked where the attaching hardware connects.